Event description:
It was reported that a pump was alarming no disposable clamp tubing. The patient stopped the pump. The pump restarted and settings reviewed. Instructed to call back with further issues.